Manufacturer narrative:
Film evaluation summary; the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not provided for comparison. However, it appears likely that disease progression contributed to the events. Review of a 3d-CT film report from ~12 years post-implant revealed that the aneurx bifurcate was positioned ~2cm below the renal arteries and there was a likely proximal type I endoleak. The neck was moderately calcified and angulated ~70 deg maximum in the a-p axis, and the neck diameter ranged from 38 ¿ 46 ¿ 42 mm along the ~20mm length down to the proximal graft margin of the bifurcate. No other endoleak was observed; however, lack of CT¿s showing the mid & distal section of the aaa were not seen in the returned films, and the aaa morphology could not be assessed. It appears likely that disease progression (neck dilation) likely led to the stent graft migration and resulting type ia endoleak. It is also possible that the neck calcification and angulation may have contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that on CT approximately 12 years post the index procedure that the stent graft appeared to be 23mm below the lowest renal artery. It was noted that the aortic neck diameter between renal and the stent graft is 44-46mm. As per the physician, the cause of the event is stent graft migration. No additional clinical sequelae were reported and the patient will be monitored.